Event description:
It was reported that during a laparoscopic appendectomy procedure, a part of the inside of the trocar came off and fell inside the patient. It was retrieved. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the first firing the scrub tech advanced the clip and the clip jammed. The scrub tech gave the surgeon the device and the device would not fire the second clip. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results of device (a) found that it was received inside its original package. Upon evaluation of the device, no broken or missing components were noted; the device was found to be in good condition. A leak test was performed and no anomalies were noted, the device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (b) found that it was received inside its original package. Upon evaluation of the device, no broken or missing components were noted; the device was found to be in good condition. A leak test was performed and no anomalies were noted, the device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (c) found that it was received inside its original package. Upon evaluation of the device, no broken or missing components were noted; the device was found to be in good condition. A leak test was performed and no anomalies were noted, the device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (d) found that it was received inside its original package. Upon evaluation of the device, no broken or missing components were noted; the device was found to be in good condition. A leak test was performed and no anomalies were noted, the device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (e) found that it was received inside its original package. Upon evaluation of the device, no broken or missing components were noted; the device was found to be in good condition. A leak test was performed and no anomalies were noted, the device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (f) found that it was received inside its original package. Upon evaluation of the device, no broken or missing components were noted; the device was found to be in good condition. A leak test was performed and no anomalies were noted, the device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.